Event description:
Device malfunction: none. Symptoms/ae: pain/rash/burning. Time of symptoms/ae: after vessel closure. It was reported that a physician used a starclose device to achieve arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post procedure the pt experienced pain, rash and burning to the right groin. The pt was given antihistamines and prednisone to relieve the symptoms. The pt was seen the following week with the throat and ichyness throughout body and was treated with prednisone. Additional info has been requested.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.